Event description:
Had pt positioned on or bed. Foot of bed raised, no one knew the controls. There was no apparent injury but bed had to be unplugged before action would stop. Repairman came in and worked on bed.